Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the radial artery. The 20mmx3.5mm, eccentric denovo, 99% stenosed target lesion was located in the severely calcified left anterior descending artery (lad) to left circumlex artery (lcx). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the physician followed the standard procedure in inflating the balloon; however, it was noted that the balloon ruptured at 12atm. While operating the balloon, resistance was also encountered. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.